Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that she began experiencing issues with her infusion device last week. She stated she has changed the infusion site and tubing several times. She stated that insulin comes out of the infusion set connections. The adapter had been in use since (B) (6) 2009. She changed the adapter and stated the issues is better, but insulin still flows from the connection sites when removed. Her blood glucose has ranged from 3-25 mmol/l (54-450 mg/dl). She corrects her blood glucose by either eating or injecting insulin via pen. Her normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). She stated, the infusion device was exposed to an x-ray on (B) (6) 2010 and on (B) (6) 2010. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.